Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset (por) single bit ecc-error occurred in address 34 61 on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) data cleared without manual interrogation. It was noted that the patient is going receiving chemotherapy. The ipg remains in use. No patient complications have been reported as a result of this event.